Event description:
Patient was revised to address infection. Tibial loosening was also reported.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported infection or device loosening. However, infection after approx. 1-1/2 years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.